Event description:
Woman pt receiving n/s 0.9% IV solution at 75cc/hr via sigma spectrum infusion pump. The infusion started at 22:00 in '08. At 13:15 in the next day, a pca entered the pt room and noticed that the pump screen looked different. The pca immediately notified her nurse manager. The pump had shut off without alarm and the screen showed a series of "0" 's and "1" 's. The pump was not infusing the IV solution.